Manufacturer narrative:
The investigation for the pump stop has been completed. Clinical details state that an impella cp stopped during the 17th day support. The product was returned and evaluated. There was biomaterial surrounding the impeller and a large purge gap indicating bearing wear. No other abnormalities were found. The data logs show the pump stopped suddenly with a "impella stopped - motor current high" alarm and was unable to be restarted. The root cause of the pump stop was bearing wear after 17 days of use, which is beyond the 8-day design life.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella instructions for use: impella cp with smartassist for use during cardiogenic shock and high risk cpi section: using the automated impella controller with the impella catheter ¿achieving an act = 250 seconds prior to removing the dilator will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ section: using the automated impella controller with the impella rp with smartassist system catheter ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella rp with smartassist system catheter. In this case, the motor is no longer being purged and may eventually stop. Monitor motor current and consider replacing the impella rp with smartassist system catheter whenever a rise in motor current is seen.¿ section: warnings, cautions, and precautions ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿

Event description:
The complainant reported the patient was on impella cp support and there was a pump stop after over 17 days of support. The pump was explanted and a new imeplla cp was implanted. The procedural outcome was the patient survived surgery.